Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 10/01/2015. Investigation results are as follows: visual inspection was performed which found that the front enclosure was cracked and the battery lock was bent. The physical damages noted during visual inspection are unrelated to the reported complaint that the platform displayed a "system error" message. A review of the autopulse platform's archive was performed which showed that a system error 136 (internal parameter corrupted) fault occurred on (B)(6) 2015, which was the last recorded date of customer usage. Therefore, the customer's reported complaint is confirmed. Functional evaluation of the returned autopulse platform was unable to be performed as the autopulse platform displayed a "system error" upon power up. Further inspection determined that the processor board was defective. Based on the investigation results, the parts identified for replacement were the front enclosure, battery lock and the processor board. In summary the customer's reported complaint was confirmed during review of the platform's archive and functional testing. Evaluation of the returned platform determined that the root cause of the system error was due to the processor board being defective. The physical damage found during visual inspection is unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform successfully passed all final functional testing.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. No patient involvement was reported. No further information was provided.